Event description:
Reporter calling, stating his boston scientific ICD (implantable cardioverter defibrillator) has shocked him "at least more than a dozen times" ever since it was implanted. Reporter states he is unsure if the problem is with the ICD itself, the lead, or perhaps even both. Reporter states the ICD and lead were implanted at (B)(6) in (B)(6) on (B)(6) 2018. Reporter states that, to the best of his recollection, the device first administered an inappropriate shock "approximately six months after implant". Reporter states that when the device delivers a shock it is very forceful and powerful enough "to knock you over". Reporter states that the device has delivered shocks during periods of activity and exertion as well as during periods of rest when reporter states he isn't doing any physical activity at all. Reporter states on one occasion he was feeling nauseated and dizzy so he went to the emergency room at "a major hospital in (B)(6)". Reporter states the hospital lacked the equipment to monitor or investigate the device to determine the cause of his symptoms and he eventually discharged home several hours later after his symptoms resolved. Reporter states he is frustrated that he cannot get answers as to why his device is periodically shocking him. Reporter states he initially had this device implanted "to help me live a normal life" and instead, reporter states he now suffers from anxiety and mental anguish due to this device. Reporter states he has also gained weight because he is fearful of exercise or physical activity, as this may result in another shock. Reporter states he is scheduled at his doctor's office in "(B)(6) 2024" for routine follow-up and reporter states he plans to again discuss his concerns with this device at that visit. Reporter states his medical records are available "for FDA access" if necessary. Reference report: mw5156743.